Manufacturer narrative:
Associated devices: model/catalog description: balloon fgs 61-70 cm, model number: 72400024, batch/lot number: 108722008. Model/catalog description: control pump fgs, model number: 72400098, batch/lot number: 103708012.

Event description:
It was reported that the patient had an artificial urinary sphincter removed due to patient recurrent urinary tract infections associated with an overactive bladder. A fibroscopy exam revealed the sphincter had eroded at the cuff. There was no device replacement.

Manufacturer narrative:
Device analysis: erosion was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Balloon analysis: erosion was reported. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The device performed within specifications pump analysis:erosion was reported. The ams800 control pump was visually inspected and functionally tested. No leak was found. The pump was functionally tested. The high flow pressure tested at 590 cmh2o. The specifications are 125-525 cmh2o. Associated devices: model/catalog description: balloon fgs 61-70 cm, model number: 72400024, batch/lot number: 108722008. Model/catalog description: control pump fgs, model number: 72400098, batch/lot number: 103708012.

Event description:
It was reported that the patient had an artificial urinary sphincter removed due to patient recurrent urinary tract infections associated with an overactive bladder. A fibroscopy exam revealed the sphincter had eroded at the cuff. There was no device replacement.